Event description:
Device malfunction: thumb advancer resistance, incomplete exchange sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during the thumb advancer deployment, resistance was felt and deployment could not be completed. Additionally, the exchange sheath splitting was incomplete. A dilator was inserted into the access ports; the safety release button was activated, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.